Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the hard drive and reloaded the software. The sys was tested and operates as intended.

Event description:
The customer reported that the cine drive playback would not function properly on the 9800 sys. No pt injury was reported.